Event description:
It was reported that a homechoice pro presented an unknown system error during the initial drain of peritoneal dialysis therapy. The specific alarm was not reported. The patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.